Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The event description is not clear and the additional information states: ¿the doctor does not understand what occurred or exactly were the break/unraveling occurred. Based on my conversations with the doctor and tech I would guess the break occurred on the pusher wire¿. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported coil delivery wire break, un-retrieved device fragment and main coil migration. However, patient thrombosis and patient stroke are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to the patient thrombosis and patient stroke .

Event description:
It was reported that during coil embolization of a ruptured aneurysm on the anterior communicating artery (acomm), during repositioning, while pulling the coil back, the coil ¿came apart¿ believing that a break occurred on the pusher wire. The coil pusher wire was believed to have unraveled all the way to the groin. Multiple snares devices (360 loop in internal carotid artery (ica)) were used in an attempt to retrieve the coil without success. After 5 hours, the system was pulled out. Because the coil pusher wire was left attached to the coil mass inside the patient, a thrombus formed at the neck of the acomm aneurysm possibly leading to an anterior communicating artery (aca) stroke. No patient harm was reported.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during coil embolization of a ruptured aneurysm on the anterior communicating artery (acomm), during repositioning, while pulling the coil back, the coil ¿came apart¿ believing that a break occurred on the pusher wire. The coil pusher wire was believed to have unraveled all the way to the groin. Multiple snares devices (360 loop in internal carotid artery (ica)) were used in an attempt to retrieve the coil without success. After 5 hours, the system was pulled out. Because the coil pusher wire was left attached to the coil mass inside the patient, a thrombus formed at the neck of the acomm aneurysm possibly leading to an anterior communicating artery (aca) stroke.